Manufacturer narrative:
The device was returned for evaluation. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported approximately one month post intraocular lens (iol) implantation in the left eye, the lens was explanted. A different model iol of a different diopter was implanted into the patient's eye. Additional information was requested but not received.